Manufacturer narrative:
(B)(4). DHR review was performed. Device was 16 months old and is not out of box failure. Upon receipt, the device does not have power due to overheat. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterilisable battery does not have power due to a overheat issue. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.